Event description:
A loaner trilogy evo ventilator was returned to the third-party service center for evaluation. The device was not reported to be in use on a patient. During the evaluation at the service center the customer¿s complaint was not confirmed. It was noted that error codes in relation to (power_vbus_dropped) and (hard_power_fail) were recorded in the device event log. The device did not present a specific failure. Additionally, during the service of the device, the connectors and casing were confirmed to be in good condition. The batteries need to be replaced, and the filter was missing. The device passed all final testing and was scrapped.